Manufacturer narrative:
Manufacturers ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: post coda proximal end type 1a endoleak has not resolved. Subsequent cta (computed tomography angiography) still shows visible contrast at proximal end in arterial phase. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event is no longer considered reportable. H6) code not available for c22 - side effect; code not available for d17 - side effect. Summary of investigational findings: post coda proximal end type 1a endoleak is reported, and no additional procedure is planned due to this occurrence. Cta postoperative imaging dated (B)(6) 2024 was received and evaluated. The postop interval is unknown as the repair date is not provided. This postop CT shows a thin rim of contrast around the proximal zta graft extending into the proximal taa sac, consistent with an endoleak. There is also contrast in the proximal lsa with partial perfusion through the amplatzer plug, and this communicates directly with the endoleak. The proximal edge of the zta graft appears to have circumferential graft wall apposition and seal with no contrast around the graft here, so the contrast in the proximal lsa may be from retrograde flow. Preop imaging is needed to determine the proximal landing zone diameter and if the proximal zta graft is appropriately sized, but it appears to be so on this event. Consequently, based on the imaging review, type 1a cannot be confirmed. However, this endoleak could be a type 2 endoleak from the proximal lsa due to persistent retrograde flow through the amplatzer. It is stated in the IFU that endoleak is a known potential adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent